Manufacturer narrative:
Device requested for return but was not available.

Event description:
A registered nurse complained of questionable inr results for 2 separate patients tested on two different coaguchek xs meters compared to the results from an unknown laboratory method. One patient was performing testing on a personal coaguchek xs meter (serial number unknown) using test strip lot 29415123. The other patient was tested on a professional coaguchek xs meter (serial number (B)(4)) using strip lot 29779012. This medwatch will cover strip lot 29779012. Please refer to medwatch with patient identifier (B)(6) for information on strip lot 29415123. At 3:30 pm on (B)(6) 2018, the result from meter serial number (B)(4) was 4.5 inr and the result from a different finger performed at the same time was 4.4 nr. The result from the unknown laboratory method, performed right after the meter results, was 3.4 inr. The patient's therapeutic range was 2.0 - 3.0 inr. The patient's results were reported to their nurse who considered the laboratory results to be correct. There was no allegation of an adverse event. The patient has not hematocrit concerns, does not have antiphospholipid antibodies, no changes to their coumadin dosage, no new medications, no changes in diet, no new illnesses, and no symptoms of bleeding or bruising. The meter and test strips were requested for investigation. The customer stated that there were no longer any test strips remaining to return. Retention test strips (lot 297790) were tested in comparison to master lot #28632180 (recalibrated lot to rtf/09). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification. No information was provided in the complaint case that would point to a cause for the result discrepancy. The investigation did not identify a product problem. The cause of the event could not be determined.